Manufacturer narrative:
(B)(4). Evaluation of the returned device found it in the pre-plunger deployment state with blood present in the device. During testing, the device was loaded over a 0.035 guide wire without difficulty, indicating guide wire loading was not a contributing factor in the reported event. The sheath was kinked distal of the suture bearing. The damage to the sheath is consistent with the device being inserted against excessive resistance, causing the guide to kink. Based on the investigation findings, the most probable cause for the damaged sheath and subsequent failure to achieve hemostasis is incorrect technique or procedure during use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Proglide#2 (part 12673-03; lot 900336h), is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily scarred right common femoral artery after a diagnostic procedure. Reportedly, the sheath at the metal guide bent (proximal guide crimped) during insertion of the device into the patient's anatomy. The proglide was rewired and a second proglide device was used with the same results. The second proglide device was removed and hemostasis was achieved using a starclose se device. There were no reported adverse patient effects. Though requested, no additional information was provided.